Event description:
Patient had several sets of the same lot number that have leaked at or from the filter. Reporter has one of the sets and had tried to duplicate the issue in the pharmacy and could not duplicate the leak. No patient injury or medical intervention required. Sample will be retrieved and evaluated.